Event description:
It was reported that a spectrum pump's door sensor was not working. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of door sensor not working, in the form of a door not fully latched alarm. The door not fully latched alarm was caused by a missing upper link switch. The upper auxiliary flex, which contains the upper link switch, was replaced.